Manufacturer narrative:
Concomitant medical products: mcs-p3-29-aoa transcatheter valve implant date (B)(6) 2014; dtma1d1 crtd implant date (B)(6) 2019; 6725 adaptor implant date (B)(6) 2019; 5076-52 lead implant date (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with dizziness. The left ventricular (lv) lead exhibited high thresholds and possible loss of capture. It was also noted that the right atrial (ra) lead exhibited a high undefined impedance warning. Both pacing leads remain in use. No patient complications have been reported as a result of this event.